Event description:
Staple was deployed and failed twice. Staple did not capture intended tissue.manufacturer response for echelon stapler, echelon flex 60 (per site reporter).======================took description of incident, issued rga# and will send replacement product and return kit.